Event description:
It was reported that the allegretto-tibial prosthesis broke.

Manufacturer narrative:
(B) (4). Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of manufacturing. The investigation shows that the cause of the breakage was most likely an overload. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.